Event description:
The implantable neurostimulator was not recharging. The patient recharged for 6 hours and the battery indicator did not increase from 25% full. The patient was able to successfully recharge until 2 weeks before the complaint. The patient normally charged for 30 minutes with 6 to 8 recharge efficiency bars. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.